Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/07/2020. Additional information: it was received for analysis an empty opened foil, an empty winding former, a paper lid and a detached needle of product code z509g, lot plk772. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole, this condition causes the needle pull off. The suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device plk772 batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? Device return status/follow up.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was detached from the needle with weak tension. There were no adverse consequences to the patient. No additional information was provided.